Event description:
There was an allegation of questionable sodium electrode results for 8 patient samples on a cobas pro ise analytical unit. Patient 1: the initial na result was 147.2 mmol/l, and the repeated result was 138.7 mmol/l. Patient 2: the initial na result was 151.9 mmol/l, and the repeated result was 145.6 mmol/l. Patient 3: the initial na result was 143.9 mmol/l, and the repeated result was 134.4 mmol/l. Patient 4: the initial na result was 146.8 mmol/l, and the repeated result was 141 mmol/l. Patient 5: the initial na result was 143 mmol/l, and the repeated result was 134 mmol/l. Patient 6: the initial na result was 161 mmol/l, and the repeated result was 155 mmol/l. Patient 7: the initial na result was 151 mmol/l, and the repeated result was 142 mmol/l. Patient 8: the initial na result was 137.3 mmol/l, and the repeated result was 131.7 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The alarm trace showed "abnormal aspiration" alarms. The field service representative replaced the sipper and the vacuum sipper, performed adjustments, cleaned the fluidics, and replaced the electrode cables and the ise (ion-selective electrode) board. The investigation is ongoing.